Event description:
It was reported that a amber colored, sticky substance was leaking from the handpiece. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.